Event description:
Country of complaint: (B)(6). Sampling with a dermatome adjusted to 0.2 (check 2 times) for a sample of a skin graft in the scalp. The thickness of the sample seemed intraoperatively thicker than 0.2 mm which can result in a possible scarring alopecia for the pt.

Manufacturer narrative:
Pre-amendment. U.s. Reporting agent notified on (B)(6)2015. Manufacturing site eval: the visual inspection showed that the product has some unk residues on its surface, located at different spots. Those residues seem to be from processing. The metering bar shows clear signs of wear and tear, causing negative influences on the smooth gliding behavior of the skin transplant. The skin thickness setting cannot be changed easily. The lever to set the lubrication and residues at the mechanics. In addition to that, the skin thickness setting is not equal on both sides. As the setting was difficult to change 0.5 mm was used for functional testing. The thickness gauge showed a gap between the metering bar and the top part of 0.6 mm at the left side, 0.9 mm on the right side not parallel. Based on the investigation results, this is a subsequent damage by handling influences, such as high forces and wear and tear. Dents, etc., could be found on a few areas on the product. No material or manufacturing (including improper repair) defects were found. The incorrect cutting behavior is very likely related to higher forces experienced by the dermatome head in some point of handling.